Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk.

Event description:
It was reported that during an unknown procedure, the clips used to suture the saphenous vein fails. Thread was used to finish the procedure. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Additional information: the lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.